Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product evaluation summary: the monitor was returned and analysis revealed that the tester was unable to simulate the failure. The conclusion of analysis revealed that the pcba component failure complaint was confirmed.

Event description:
It was reported that since a storm went through the carelink monitor is not receiving power. A new power cord will be sent. The device is still in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.